Manufacturer narrative:
A ge representative evaluated the system and adjusted the entrance dose to specifications. System operates as intended. (B) (4).

Event description:
Customer reported the dose entrance was above allowed level. No patient injury was reported.